Event description:
It was reported that the intraocular lens (iol) was prepared as instructed. The lens haptics stuck to the optic following implantation. The surgeon required dialer to free the haptics and then continued with the procedure without issues. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Follow up was obtained that indicated the issue was resolved in about 30 seconds and there was no incision enlargement required. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
. If explanted, give date: not applicable (na). To date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international product; tecnis I tec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol model zmb00 which is distributed in the united states under PMA (B)(4). Device evaluated by manufacturer: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.